Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) underinfused after use of the device. The device had been filled with flucloxacillin 4000mg in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: lot manufactured between august 24, 2020 and august 25, 2020. H10: the device was received containing 152ml of fluid in the bladder. Visual inspection using the naked eye, did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.